Manufacturer narrative:
It was reported that the product is available for investigation, it should be returned to intervascular for examination. A review of the complaint device history records is ongoing, results are pending. The review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
The reference line of the involved patch was not straight, implantation of the device was not possible. The same happened with another patch of the same lot (see manufacturer report 1640201-2019-00025 for the other involved device). Another product was used instead.

Manufacturer narrative:
(25) the conducted investigation indicated that the involved product was on the limit of acceptability regarding the straightness of the reference line. Nevertheless, the product is not defective and complies with the current specifications. The cause of the event is related to a miscutting of the patch strip resulting in a shift of the central reference line. Individual patches containing an unacceptable reference line were indeed rejected during manufacturing. As a preventive measure, awareness was raised among all qc technicians of the potential risk of releasing patches with non-straight reference lines.

Manufacturer narrative:
(10/213) the involved product was returned to intervascular and was inspected by our quality assurance (qa) manager. It appears that the product is on the limit of acceptability regarding the straightness of the reference line but nevertheless complies with the specifications. (3331/213) a review of the complaint device history records, indicated that the product was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests. Specifically, this review showed that the quality control (qc) technician rejected part of the same patch strip due to a reference line problem. (11) the investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.